Event description:
We have received information from one customer that their patients sustained serious injuries while using an arjo mattress. There are 9 cases of serious skin breakdown, which occurred in different locations of patients bodies. This is report number 1 of 9 that will be submitted. The customer alleged that the mattresses had a dip or there was a sensation of a hard surface. The customer placed the mattresses into circulation and they are still used by the patients. These are mattresses built of foam, which responds to the patient¿s weight and patient¿s are supported on this foam. The investigation into the alleged dip in the center of the mattress is ongoing. This report is fulfilled taking a conservative approach, following the serious injury reported.